Manufacturer narrative:
No procode, common device name, UDI and/or 510(k) provided as this device is not released for distribution in the united states. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that after the active frame and probe were connected to the system, the logout screen appeared. After restarting the system, the issue was resolved. No patient was present during the time of the reported incident.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect navigation system computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.